Event description:
In may 2006, the lay-user/pt contacted lifescan alleging that two touch ultra meters were reading inaccurately high. The technical service representative (tsr) corresponded with the pt three days later to obtain/verify info. On the event date, at 7:00 am, the pt reported blood glucose results of "322, 402, 289, and 378 mg/dl" with one of his one touch ultra meter, performed within 6 minutes of each other. The pt reported blood glucose results of "283 and 347 mg/dl" with a 2nd one touch ultra meter, performed within 6 minutes of each other. All of the 6 reported results were taken within a 6-minute time frame. Shortly after eating breakfast that morning, the pt took 3 units of "novorapid" sliding-scale insulin at 7:15 am based on the results above "300 mg/dl." At 9:04 am, the pt developed symptoms of trembling legs and felt pale. He tested himself with the 2nd one touch ultra meter and got a reading of 90 mg/dl. The pt then ate some biscuits annd felt better within minutes. At 10:39 am, the pt retested with one of the reported meters and got 169 mg/dl. By that time, his symptoms were gone. The pt's mother indicated that her son has symptoms whenever his blood glucose is less than 100 mg/dl. At 7:00 pm the evening before the event, the pt took 1 unit of "novorapid" sliding-scale insulin based on a reading of "141 mg/dl." In addition, the pt took a set evening dose of 5 units "lantus" insulin. The pt's sliding-scale insulin regimen is as follows: morning, noon, and evening = novorapid insulin (1 unit between 100-200 mg/dl; 2 units between 200-300 mg/dl; and 3 units above 300 mg/dl). In the evening, the pt also takes 5 units of lantus insulin based on his meter result(s). This complaint is being reported due to the following conclusion: the pt took a dose of sliding-scale insulin after using the 2 meters. The pt developed symptoms that could suggest hypoglycemia and ate food.